Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced allergy to metals ("copper allergy"). In (B)(6) 2005, the patient experienced mood swings ("mood swing"), abdominal pain lower ("lower right abdomen") and migraine ("migraine headache"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, mood swings, allergy to metals, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, device dislocation, migraine, mood swings, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received- new event mood swing, copper allergy and lower right abdomen were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered cystitis, device dislocation, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: plaintiff fact sheet received. Previously reported event ¿injury¿ was updated to more specified events¿ migration, urinary problems, bladder infection, vaginal discharge, vaginal infection¿. Reporter, demographics, lab data, essure indication (amended) and essure insertion date (updated) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/sticking out into uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2004, live birth in 2001, live birth in 1998 and multigravida. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced allergy to metals ("copper allergy"). In (B)(6) 2005, the patient experienced mood swings ("mood swing"), abdominal pain lower ("lower right abdomen") and migraine ("migraine headache"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, mood swings, allergy to metals, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, device expulsion, migraine, mood swings, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-(B)(6)2005 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received: previously reported event "device dislocation" pt was updated as " device expulsion" . Severity of event "abdominal pain lower" was updated. Patient aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/sticking out into uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2004, live birth in 2001, live birth in 1998 and multigravida. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced allergy to metals ("copper allergy"). In (B)(6) 2005, the patient experienced mood swings ("mood swing"), abdominal pain lower ("lower right abdomen") and migraine ("migraine headache"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, mood swings, allergy to metals, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, device expulsion, migraine, mood swings, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2005 as per mr . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.